Event description:
Boston scientific received information that the patient believed this right atrial (ra) lead to have dislodged during physical activity. The patient also inquired if they had received new leads at their latest device revision. A company representative explained that per boston scientific records, the suspected lead dislodgement had not been reported and they still had the same leads as originally implanted. The patient was referred to their physician regarding the concern over their leads. Additional information was requested from the field representative who had no knowledge of the event. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.